Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic o ring was came off from top of the reservoir compartment and side was chipped. The customer's blood glucose level was 18.7 mmol/l at the time of incident. It also stated that the reservoir was not locked in place after inserted into insulin pump. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will not return insulin pump for analysis.

Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case, missing display window cover, corroded battery tube and minor scratches on lcd window.